Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 28-aug-2024 and forwarded to millyard advanced medical products, llc on 29-aug-2024. The patient reported she was experiencing shortness of breath because her pump batteries are not working. The status of her backup pump was not reported, and it is unknown if troubleshooting was attempted. The patient reported being off therapy for approximately a day, and is using supplemental o2 due to feeling pah symptoms. She reported that she notified her doctor, but she refused to go to the hospital. Replacement batteries were expedited for delivery to the patient. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.